Manufacturer narrative:
Concomitant products: 6 fr. Medikit parent csi, .018 guidewire, 2 mm balloon catheter. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the from the affiliate indicated that the during an interventional endovascular procedure after pre-dilation, the physician advanced the smart control 6 x 100 stent delivery system towards the target lesion and observed the stent to be prematurely deployed on cine film. The locking pin was noted to be in place. The physician successfully removed the device from the patient and upon inspection, the stent was confirmed to be partially deployed. Another smart control stent was used to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be: mildly calcified/tortuous, and a 100% stenosis. The approach for the procedure was brachial. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter.

Manufacturer narrative:
Complaint conclusion: during an interventional endovascular procedure from a brachial approach, after pre-dilation, the physician advanced the smart control stent delivery system towards the mildly calcified/tortuous and 100% stenosed iliac artery target lesion and observed the stent to be prematurely deployed on cine film. The locking pin was noted to be in place. The physician successfully removed the device from the patient and upon inspection; the stent was confirmed to be partially deployed. Another smart control stent was used to complete the procedure successfully. There was no reported patient injury. The product was returned for inspection. One non-sterile pkg assy smart control, iliac 6x100ml was received coiled inside a plastic bag. Stent was partially deployed 4.35 mm and locking pin was in place. One kink was detected at 36 cm from proximal end. Blood residues could be observed. No other discrepancies were found. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues (B)(4). Handling and procedural factors could be contributed to this condition. The failure reported 'premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues (B)(4). Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.